Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed, but the cause could not be determined with the provided evidence. The physical sample was not available for evaluation and a photograph was submitted for review instead. The photograph showed two dialysis venous clamps and both contained a 1.9ml priming volume cap. This suggested the clamps came from two different catheters because each catheter only contains one venous clamp. The clamp catch was missing from both clamps near the apex of the catch curve. No other information could be determined from the photograph. As a result the root cause to the event could not be determined. Should the physical samples become available, the file will be reopened and an additional attempt to determine the root cause will be made.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezb0697 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "clip of the catheter broke."